Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message was confirmed through the functional testing and the event log review performed at the customer site. The root cause for the reported complaint was due to the damaged coolant sensor block. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed initial functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. The event log review showed occurrence of mid:09 error message on the reported complaint date. Further testing of the system revealed damage on the coolant sensor block and the damaged coolant sensor block caused the mid:09 error message. The coolant block with board was replaced to address the error. As a precautionary measure, the input / output pca board was replaced, since the similar issue occurred before. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard xp ivtm system with sn (B)(4). (B)(4) was reported on 03/28/2019. The ivtm system displayed "coolant level low" message and the complaint was not confirmed.

Event description:
During set-up, upon powering on, the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant level is not low (max level). The user restarted the console 3 times, however the problem didn't resolve. The user used another thermogard xp ivtm system to continue the treatment. No patient consequence was reported.